Event description:
Baxter reports patient connector separated from the tubing of the minicap transfer set during use, with the patient connector staying attached to the titanium adapter. The patient then attempted to reconnect the tubing to the patient connector. A transfer set change was performed and the affiliate reports no patient injury or medical interview as a result of the incident